Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user's granddaughter who stated the wheel detached from the rollator during use. The end user fell fracturing a vertebra in their neck. The model number and the serial number of the device is unknown. Attempts to gather additional information have been unsuccessful. As part of its complaint review and evaluation process, drive devilbiss healthcare will file an update if additional information becomes available.